Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Several clips got broken at loading during a surgery. Also, the user was unable to load some clips to the applier properly. Therefore, a new cartridge was opened but the same issues occurred. The user had to open several cartridges to complete the procedure.